Manufacturer narrative:
The device was received partially deployed. The needle was observed to be exposed in the soft cannula. Upon opening the device, the needle was found dislodged from the slide retract. Excess material was found on the slide retract. The damage to the slide retract caused the needle to be incorrectly installed. This caused the formed needle to not retract as intended.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached over 500 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient found the needle did not retract and an additional unknown needle mechanism failure had occurred. Further method of treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.